Event description:
A customer alleged that the asp automatic endoscopic reporcessor (aer) was leaking a blue fluid. There is no report of injury or harm. An asp field service engineer assessed the unit onsite.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR for the aer, serial # (B)(4), was reviewed and no issues were noted. The service and complaint history for the asp automatic endoscope reprocessor with printer for six months, from november 2009 to april 2010, shows no similar related issues with the unit. Additionally no trend is observed with the same part being replaced. Trending analysis for the problem code "fluid leak" was completed for december 2009 through november 2010. The trend line lies below the upper control limit. The fmea (failure mode effects analysis) review showed that related failure modes have overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be category ii, or "as low as reasonably practicable." The hhes (health hazard evaluations) were reviewed for patient/user reactions to cidex opa and for leaking from the aer system. The highest hazard / risk found was a 5, which is considered low risk. Additional customer follow-up was made after the service visit and the customer confirmed that the issue had been resolved. The root cause of this report is not confirmed as the product was tested and no problem was found.

Manufacturer narrative:
Evaluated by mfg: an asp field service engineer (fse) assessed the unit onsite. The unit displayed e04 upon arrival. The fse did troubleshooting for leaks but could not find any. The fse ran "wash & disinfect" and "manual air" cycles and confirmed that the unit meets specs.